Event description:
It was reported that the patient has been experiencing urinary incontinence with this artificial urinary sphincter (aus). After a conversation with the physician, it was determined that the device did not work properly and it has to be replaced. A follow-up with the physician will be done. No further information was reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence caused by a suspected hole in the device. All components were removed and replaced. No further information was reported.

Manufacturer narrative:
The following fields were updated: b5: describe event or problem, d6b: explan date, c2/d10: concomitant products, h6: impact codes.